Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for open heart surgery unrelated to the device. During the procedure the right atrial lead was accidently dislodged. The lead was explanted and replaced on 11/30/2016. No patient symptoms were reported.

Event description:
New information noted that the patient was in stable condition during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.